Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The user reported a conflicting result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. The user is called on behalf of her sister reporting the positive result and were thinking that the reason why they have a positive result was because of the vaccine. The user mentioned 4 days ago prior to the positive result her and her sister used the binaxnow¿ covid-19 antigen self test and obtained a negative result and were not yet vaccinated. Then 3 days ago after vaccination and they test again and the result of the binaxnow test kit is positive. The user mentioned her sister has symptoms after taking the vaccine no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.